Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during initial implant, and after placement of the left ventricular lead in the coronary sinus, the lead guidewire became lodged inside the lead body near the proximal end of the lead. Attempts to remove the guidewire caused the lead to sustain damage. The lead was removed and replaced. No patient complications have been reported as a result of this event.